Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. B5: related MFR number: 2916596-2023-06918.

Event description:
It was reported that the patient underwent an hvad to hm3 exchange on (B)(6) 2021 due to driveline electrical issues. The patient was noted to have mssa and candida infection dating back to (B)(6) 2023. Following the pump exchange the patient was started on antibiotics off and on for driveline infection since a week after discharge from exchange on (B)(6) 2021.